Manufacturer narrative:
As reported, during an abdominal aortic aneurysm (aaa) stent graft case, an approach was made from the right common femoral artery. A si brite tip sheath (8f 23cm str) was attempted to be inserted from the access site; however, there was resistance felt and it was removed. It was then confirmed that the distal end of the sheath was frayed. Therefore, it was replaced with a new sheath. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the abdominal aorta. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17698911 was performed and no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to inspect the device before use to verify that its size and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17698911 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a aaa stent graft case, an approach was made from the right common femoral artery. A si brite tip sheath (8f 23 cm str) attempted to be inserted from the access site; however, there was resistance felt and it was removed. It was then confirmed that the distal end of the sheath was frayed. Therefore, it was replaced with a new sheath. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the abdominal aorta. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.